Event description:
In 2003, a clinical incident involving a multivac/tristar 50 arthrowand was reported to arthrocare corp. The reported incident involved a pt who underwent a sub-acromial decompression and open ajc excision in 2003. Two hrs post-treatment, a burn was discovered when the pt was transferred back to the wand. The pt was treated with dry tegaderm dressing. In 2003, the pt was treated with lunadine dressings. Pt was referred to a plastic surgeon and treated with flamazine cream.